Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in france who was receiving an unknown n drug via an implantable pump. It was reported that the pump could not be interrogated after ¿defib¿. The patient experienced an emergency, a massive pulmonary embolism. The physician stopped the pump, stopped pump mode, approximately one week ago because the patient was shocked to be resuscitated. The physician wanted to restart the pump on (B)(6) 2016 but she did not succeed in interrogation with the pump with the n¿vision. The telemetry was not succeed ¿like if there was no pump¿. There was inquiry if this was normal. It was though that they should be able to interrogate the pump even if the pump was programmed to stop more than 48 hours. There was inquiry if this was because of the defibrillation. Later on (B)(6) 2016, the representative had further spoke with the physician who reported then that the physician interrogated the pump this afternoon with her n¿vision and the telemetry worked normally. The patient was transferred in another room today with less electronic devices. It would seem that the problem of telemetry was due to emi. Furthermore, the physician had just indicated she made a ¿bad manipulation¿ last week to stop the pump because in the interrogation of (B)(6) 2016, the pump worked correctly and was not stopped a few days ago. As reported, everything was working normally. There was no harm to the patient. The event date was reported as (B)(6) 2015. The concentration, dose, medical history, indication for use, implant date, model/serial of the pump were requested but these were reported as all unknown. Additional information was requested to clarify the serial of the programmers used for the pump interrogations and if the pulmonary embolism was related to the implanted system and/or therapy. On (B)(6) 2016 additional information was received from the representative who clarified that the pulmonary embolism and resuscitation/ defibrillation was not related to or caused by the implanted system and/or therapy. Regarding the programming, the physician realized on (B)(6) 2016 that the pump had not ever been stopped as she did not update the pump. The serial number of the programmer is unknown. If additional information is received, the event will be updated.